Manufacturer narrative:
510k: this report is for an unk - screws: locking unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6), 2021 the patient underwent revision surgery for nonunion of adolescent lateral entry femoral nail (alefn). The unknown distal locking screw was broken and no patient consequence reported. The broken fragments were removed easily without additional intervention. This report is for one (1) unk - screws: locking this is report 1 of 1 for complaint (B)(4).